Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an out of range atrial pacing impedance measurement greater than 3000 ohms. It was also noted that the device recorded several episodes of noise consistent with oversensing of the minute ventilation signal. A boston scientific technical support agent discussed this issue with the health care provider and recommended testing and potential reprogramming options. The crt-d remains in service. No adverse patient effects were reported.